Event description:
The customer reported the unit does not detect air flow. The field service engineer (fse) confirmed the logs are checked where the diagnostic code "the target flow cannot be reached" was found. The unit was in clinical use, but there was no patient harm.

Manufacturer narrative:
G4: 24mar2021. B4: 29apr2021. The customer confirmed the problem description was not accurate. The real problem was alarm message ¿cannot reach target flow¿ during (hft) the customer has confirm the event took place during high flow therapy (hft) use. The ventilator was in use when the (bmed) arrived onsite. The reported issue could not be confirmed.the biomedical engineer (bmed) ran performance verification testing (pvt) to resolve the issue. The unit was tested and it returned to service.